Event description:
The patient¿s physician ¿thought that the catheter may be blocked and that the medication was going into the patient¿s abdomen¿. Over time, more and more medication was being pulled out at refills; more than expected. It started about 4-5 months ago. One month ago, the pump was ¿turned down completely¿. The doctor was considering ¿changing the pump completely¿. At the most recent appointment, the pump was turned back up to half of what it was. The patient¿s doctor wanted him to have an MRI. The device system was delivering bupivacaine and morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information: the patient did not think that he was getting intrathecal drug. The patient had seen a consult and the consult turned the pump back up half way. The consult wanted the patient to get an MRI to confirm ¿if it was in the right place¿. Per the patient, the MRI was because they thought the catheter was ¿stopped up¿ at the patient¿s spine and they wanted to rule out a granuloma. Per the consult, once the pump was turned back up the patient thought that he was receiving the intrathecal drug. The patient stated that he wasn¿t sure if it was working at all.

Manufacturer narrative:
(B)(4)